Event description:
On (B)(6) 2012, a nurse reported that this vns patient would be undergoing vns revision on (B)(6) 2012. The reporter stated that the surgery was scheduled as a complete revision instead of a battery replacement as high impedance was seen when interrogated. The patient underwent full revision surgery on (B)(6) 2012. The explanted generator was returned on (B)(6) 2012, for product analysis. On (B)(6) 2012, a battery life calculation was performed with negative results to eri = yes. Attempts for additional information are underway but have been unsuccessful to date.

Event description:
Follow up with a nurse at the physician's office on (B)(6) 2012, revealed the following information. Notes dated (B)(6) 2012, indicated that the patient's device was not functioning and that the patient would be referred for battery replacement. It was also noted that the device was turned off. The nurse stated that the generator was likely replaced prophylactically. There was no mention of high impedance; however, the first indication of any problem with the device was noted on (B)(6) 2012. No x-rays were taken and there was no known patient manipulation or trauma. The nurse provided the patient¿s settings from after his replacement but did not have settings from before the patient's revision surgery. Product analysis for the explanted generator was approved on (B)(6) 2012. In the product analysis lab, the device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Date of event, corrected data: previously submitted MDR stated that the reported event occured on (B)(6) 2012. Additional information was received indicating that the event date was (B)(6) 2012. This report is being submitted to correct this information.

Manufacturer narrative:
Review of programming/device diagnostic history performed. Device failure is suspected, but did not cause or contribute to a death or serious injury.